Event description:
The customer reported that an 840 ventilator stopped cycling. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and suggested replacing the breath delivery cpu pcb. Covidien was not authorized to service the device.